Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial MDR in block b5 event description and h6 device codes.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reason. This lead was replaced with a new lead. No additional adverse patient effects were reported. Additional information received indicates that the physician believed lead noise attributed to lead being crushed by clavicle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reason. This lead was replaced with a new lead. No additional adverse patient effects were reported.